Event description:
Patient reported left side "incorrect style of devices implants, patient expected cohesive style of implants, wounds have reopened for the third time, and devices are bottoming out." The device remains implanted.

Manufacturer narrative:
The event of "wound dehiscence" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "wounds have reopened for the third time".